Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, root cause was localized to a faulty power switch. However, the cause of the faulty switch could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (medical device problem code). Additional information added to fields h3 and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, we confirmed from quality inspection report that the power switch cap is torn, but the cause of damage has not been determined and we conducted the investigation based on the obtained information, but we could not presume the cause. Also, about the cause of failure, we could not determine. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the maintenance unit power switch at the front was non-olympus type. The plastic cap was torn off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.